Manufacturer narrative:
The oad was received without the original guide wire or saline line. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed that the crown had dislodged and migrated proximally on the driveshaft 6.6cm from the crown bond site. The distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. Further analysis of the driveshaft revealed a kink 5.4cm distal to the edge of the strain relief when the control knob is in the full forward position. The top shell of the handle assembly was removed, and the proximal cable retainer clip was discovered to have dislodged. The exact cause of the dislodgment could not be determined. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The crown bond location also met the drawing specification. No other damage or abnormalities were observed with the oad or its components that would have contributed to the reported event. Following the optical examination, the driveshaft and crown were examined in a scanning electron microscope (sem). Sem analysis confirmed the presence of significant solder residue and plaque on the inner diameter of the crown as well as at the crown bond site on the driveshaft. Analysis revealed that the crown had dislodged and migrated proximally on the driveshaft. The inner diameter of the crown and driveshaft bond site demonstrated solder coverage, indicating an adequate amount of solder had been applied for the crown bond. Analysis also revealed a kink in the driveshaft and a dislodged proximal cable retained clip. It could not be determined if the kink was present prior to removal from the packaging, or if it was a result of handling and/or shipping back to csi for analysis. Furthermore, it could not be determined whether or not the detached cable retainer was detached prior to, during, or after the case. Additional corrective actions have been initiated to prevent these occurrences. At the conclusion of the failure analysis investigation the root cause of the reported complaint event, "when it got to the distal portion of the reconstitution of the cto it bogged down and lost it's integrity" could not be confirmed. The root cause of the flow limiting dissection also could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) limb salvage procedure, a dissection occurred that was resolved with the placement of two overlapping stents. The iliac arteries, common femoral artery (cfa), and superficial femoral artery (sfa) were severely calcified with a few focal lesions in the sfa. The target lesion was a cto lesion that originated in the popliteal artery and extended distally into the peroneal artery. The physician used a 6f/45cm destination introducer sheath and 6f mpa diagnostic catheter to access the lesions. The cto lesion was crossed using a pilot 50 guide wire, v-18 guide wire, and a confianza pro guide wire. After some difficulty, an exchange catheter was advanced across the lesion and the csi viperwire was prepped and advanced to the site of treatment. At this point, the patient was experiencing discomfort which required serial sedation resulting in mild apnea and desaturations. A csi 1.25 micro crown orbital atherectomy device (oad) was then loaded onto the viperwire to begin treatment. Resistance was met while advancing the oad from the sfa to the peroneal, so the physician spun through the proximal calcified lesions. While spinning in the distal cto lesion, the oad bogged down and lost its integrity. The oad was turned off and removed from the patient (upon which the nose cone looked compromised and stretched out). The physician then continued treatment using three balloon inflations (1.25x15mm @ 10atm, 3.0x220mm @ 10atm, 2.5x220mm @ 10atm) in the distal popliteal through the tibioperoneal trunk. A focal dissection in the distal popliteal and tpt was stented using two overlapping drug-eluting stents. Upon completing of the procedure, less than 20% residual stenosis was identified throughout the treated areas. However, distal run-off through the peroneal was exceedingly and prohibitively slow. The patient status was stable post-procedure, but on (B)(6) 2013, she was discharged to inpatient hospice care (requested by her and her family) after two ¿rapid response¿ events at the facility.